Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm and motor error alarm due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed. Device received with minor scratched lcd window, cracked case at the display window corners and cracked lcd window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had received motor error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act button is non responsive at times. Small hairline fracture on the side of the pump, scratches on the screen but no trouble reading, unexplained non delivery alarm (happened a while ago) motor error. The insulin pump will not be returned for analysis.